Manufacturer narrative:
5/14/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During an unspecified procedure, the instrument misfired. The hospital reported that no patient injury had occurred.